Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 02/27/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that "we had to close the wound many times" can you please confirm the number of devices that failed (suture breakage issue) during this single procedure? 1. Date the event occurred? (B)(6) 2019. What is the patient¿s current status? Good.

Event description:
It was reported that the patient underwent colectomy on (B)(6) 2019 and suture was used. While suturing, the rupture in the suture occurred, during knotting. It was reported that they had to close the wound many times. There were no adverse patient consequences reported and the patient status is reported to be good.